Event description:
It was reported that this single monitor system intermittently would not display a fluoroscopic image. Ther is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.